Manufacturer narrative:
Investigation summary: DHR review for batch 7249901: manufacturing date: 09/17/2017 to 09/21/2017. Batch quantity was 415,000. Batch assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Batch 7249901 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: a total of 7 cubes, containing 4 shelf cartons each (100 syringes per carton) were received by bd canaan and confirmed to be from batch #7249901. A sample was taken from the returned product for evaluation. Sample size 200 (accept 1/ reject 2) ¿ 30 units were taken from 6 cubes and 20 units from the last cube to obtain a representative sample of the returned product. The samples were visually evaluated. Slight visibility of silicone was observed on the stopper and/or roof of the barrel of the samples. The perceived condensation or moisture is silicone used in the assembly process. The amount of silicone observed was a normal and expected amount for this product per product specification. The bd product specification is tied to the latest update of iso 7886 for syringes which specifies that silicone appearance shall be minimized. The samples in question meet that requirement. Investigation conclusion: based on the sample evaluation: ¿ unconfirmed: bd (B)(4) was not able to duplicate or confirm the customer's indicated failure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe had visible foreign matter droplets within the syringe, and the packaging was soiled and easily opened. Found before use. No serious injury or medical intervention noted.